Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. For past month, the patient (pt) has been having difficulty charging the implantable neurostimulator (ins). Recharge data on tablet shows variable coupling between good and excellent when pt typically has gotten excellent coupling in the past (caller says about 50% of the time, recharging is good vs excellent). Pt did lose weight (20 lbs) and ins is a little loose in the pocket but caller indicates that ins is still parallel to the skin and still secure in the pocket. Pt uses a belt to stabilize the recharger (rtm) while charging ins. No visible damage to controller or rtm and pins on these components look good per caller. Caller did try to manipulate rtm cording while charging ins but this didn't change recharge quality at all. It was reported that implant (ins) is a little loose in the pocket was due to weight lose. No steps were taken to resolve the ins issue. Issue has not been resolved. Additional information was received from a patient (pt). It was reported that the issue has not been resolved. No other actions were taken. They are having difficulty charging. They are meeting with a manufacturer representative (rep) this month regarding charging requirements.